Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the system was being extracted due to the patient's need for an MRI-safe pacemaker system. Upon examination of the rv (right ventricular) lead, the silk around the anchoring sleeve was "x", causing a bend in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.